Event description:
It was reported the gray port of the vacuum tubing connector is broken off in the control module. No pt involvement occurred.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd, visual and functional examination: the unit was found to require broken vacuum connector to be replaced. The device was functionally tested, met all product requirements and returned to the customer.